Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pains") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned overweight. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criterion intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal via laparoscopy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain or allergy to metals. The reporter commented: essure removal was performed at the patient's request due to patient's nickel allergy and abdominal pain. Surgery method laparoscopic with fallopian tubes removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pains") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned overweight. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced abdominal pain (seriousness criterion intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (essure removal via laparoscopy on (B)(6) 2021). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain or allergy to metals. The reporter commented: essure removal was performed at the patient's request due to patient's nickel allergy and abdominal pain. Surgery method laparoscopic with fallopian tubes removed,. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.6 kg/sqm. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 20-jul-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.